Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were getting a power error and the insulin pump would reset and wanted to rewind. The issue was happening every 5-6 hours. The customer's blood glucose level during the incident was 430 mg/dl. The customer treated the high blood glucose with a bolus. The customer declined troubleshooting for the high blood glucose. Troubleshooting was performed on the insulin pump. The customer had not previously called to report a power error detected. The customer was given step to go through after the call ends to resolve the power error detected. The customer was advised to monitor the insulin pump and call back if the error recurs. The device will not be returned for analysis.